Event description:
A malfunction was reported on a pump, and there were no notable events leading up to it. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared, which the customer acknowledged and understood.